Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 13oct2018. It was reported that crossing difficulties were encountered. The 70% stenosed, 28mmx2.25mm, target lesion was located in the lightly tortuous and calcified left anterior descending artery. A 2.25x28mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device eval by manufacturer: promus element, mr, ous 2.25x28 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.